Event description:
It was reported, the pt is not receiving effective stimulation but does have coverage of his pain pattern; the pt notices no difference between stimulation and no stimulation. It was also reported, the pt would like his scs system removed. The pt tried a stimulation holiday and has declined reprogramming. Follow-up identified surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.